Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the plunger movement was difficult on a 60 ml bd¿ syringe with bd luer-lok¿ tip during use. No injury or medical intervention.

Manufacturer narrative:
Investigation summary: sample was received in the plant for evaluation. Breakout sustain was performed on part from bd medical and was in spec. This is an unconfirmed defect. DHR: product was ran on 860 #2 line on 5/6/2017. At blisterpak there were 18 inspections on 144 parts with zero defects found. At print/assy there were 18 inspections on 900 parts with zero defects found. Investigation conclusion: breakout sustain was performed on bd medical syringe spec: breakout-0.0-9.0lbs sustain-0.0-5.0lbs. Reading was breakout-1.78lbs and sustain-.96lbs. Complaint trending review of this lot and or product family for this issue reveals one complaint. Silicone weight testing is performed twice during the batch (mid and end). Spec: .0055-.0120grams. Readings were min. For silicone.0075g and max was .0096g. Root cause description: breakout sustain was performed on part from bd medical and was in spec. This is a unconfirmed defect.